Event description:
It was reported: op: c4/5 tdr (pro-disc) + replacement (revision) of c5/6+c6/7 m6c - replacing with prism borealis auilia acdf implants. Osteolysis diagnosis and mechanical failure of the prosthesis on both levels c5/6+ c6/7. Implantation time frame. 1st - (estimate year- 2015) c6/7 - implanted in (B)(6). 2nd - (estimate year- 2017) c5/6 - implanted by (B)(6). Findings during removal -found a big granuloma in front of c5/6. Sample taken and sent to pathology (c5/6 granulation tissue). Removed c6/7 first (in parts) followed by c 5/6 (intact implant).

Manufacturer narrative:
Rmf 0003 rev 39 line 12.73.1. - resorption or osteolysis, with known or suspected infection/infected abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev 39 line 12.75 - device explanted.

Manufacturer narrative:
Rmf 0003 rev 39 line 12.73.1. - resorption or osteolysis, with known or suspected infection/infected abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev 39 line 12.75 - device explanted. Based on the inspection of the retrieved m6-c compiled in the present report, in the absence of additional clinical data, radiographs, or radiographic analysis, the cause of this event was unclear. While some in vivo damage was noted, the device was reported to have been intact at the time of removal. Due to the extent of the extraction damage and lack of additional clinical or radiographic information, it is unclear if this device had failed mechanically at the time of removal; however, device collapse was not evident. It is unknown if infection was suspected or confirmed, which may have contributed to the reported osteolysis. Further, the patient had an additional device at an adjacent level (pe 24-52-a) which may have contributed to the removal of this device. Therefore, the failure of this procedure and the removal of this device was not clear, particularly in the absence of additional clinical information or radiographs.

Event description:
It was reported: op: c4/5 tdr (pro-disc) + replacement (revision) of c5/6+c6/7 m6c - replacing with prism borealis auilia acdf implants. Osteolysis diagnosis and mechanical failure of the prosthesis on both levels c5/6+ c6/7. Implantation time frame. 1st - (estimate year- 2015) c6/7 - implanted in (B)(6). 2nd - (estimate year- 2017) c5/6 - implanted by (B)(6). Findings during removal -found a big granuloma in front of c5/6. Sample taken and sent to pathology ( c5/6 granulation tissue). Removed c6/7 first (in parts) followed by c 5/6 (intact implant).